Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device turns on and off. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The problem was verified/duplicated during lab tests. The som pca was found to be defective.